Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer failed to print. A technical support specialist (tss) reviewed the printer preferences and identified that the printing mode was repeatedly reverting to thermal printer instead of direct printer. The printing mode was corrected to direct printer, and the updated settings were applied and saved. Test pages were then sent to configured printers, after which the customer was asked to confirm receipt of the test pages to verify successful operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple stations experienced issues with the insulin label printer. The labels were not printing clearly, were unreadable, and could not be scanned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.